Event description:
As reported, the patient underwent implant of a bard flat mesh on (B)(6) 2018. As reported, the patent is in pain and has physical limitations. Per the surgeon, following implant of a bard flat mesh, the patient has experienced postoperative chronic pain, which has increased with time. Addendum: as reported, during an intraperitoneal onlay mesh (ipom) procedure in 2013, an unspecified bard/davol ventralight st mesh (device #1) was implanted in a male patient for post-traumatic ventral hernia after a previous laparotomy. The patient consulted the surgeon with pain complications and the surgeon decided to remove the intraperitoneal mesh and place a retro-muscular bard flat mesh (device #2) in order to guarantee the firmness of the abdomen; a CT scan showed a rectus diastasis above the umbilicus. The ipom mesh (ventralight st mesh device #1) was removed on (B)(6) 2018 and a bard flat mesh (device #2) was placed. The surgeon identified during this procedure no hernia recurrence was observed, but the mesh (ventralight st mesh device #1) was not centrally placed over the hernia defect, and in the procedure the diastasis recti (the separation of the rectus abdominis) had not been repaired by suturing. However after this procedure, it is reported that the patient's pain complaints have worsened to the extent that the patient could only work on very limited daily activities. After consultation with the patient, the surgeon decided to remove the lateral edge of the mesh (flat mesh device #2) with a neurectomy on the most painful right side and therefore, the rim of mesh on right side was removed on (B)(6) 2019. As reported, it did not give the desired result and there was no functional improvement. A CT was performed that showed no fracture or abscess around the mesh. The surgeon doubts the strength of the abdominal wall after the removal of mesh with greatest risk of rapid recurrence of a hernia. On further consultation, the surgeon decided to give symptomatic treatment with pain relief.

Manufacturer narrative:
As reported, the patient had chronic pain post implant of the bard flat mesh. Additional information has been requested. Based on the information provided to date, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s reported postoperative symptoms. Review of manufacturing records indicate product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 200 units released for distribution in january, 2018. Addendum: h.11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the date of implant and additional event details. The additional details provided does not change the initial determination, no conclusion can be made. Updated fields: b4, b5 (event description), b6, b7, d.6b (date of explant), g3, g6, h2, h6, h10 corrected fields: b3 (date of event), d.6a (date of implant). This supplemental MDR represents the bard flat mesh (device #2). An additional MDR was submitted to represent the bard/davol ventralight st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - mesh explanted.

Manufacturer narrative:
As reported, the patient had chronic pain post implant of the bard flat mesh. Additional information has been requested. Based on the information provided to date, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s reported postoperative symptoms. Review of manufacturing records indicate product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january, 2018. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, the patient underwent implant of a bard flat mesh on (B)(6) 2018. As reported, the patent is in pain and has physical limitations. Per the surgeon, following implant of a bard flat mesh, the patient has experienced postoperative chronic pain, which has increased with time.